Event description:
Hosp advised this medley system has been running on the pt for some time prior to this event. At 1:00 am, a 50 ml bag (50mg in 50ml) of morphine was hung on this channel and the administration set changed. A nurse primed the set, the rate was set at 2 ml/hr and volume to be infused at 4 ml. Fter two hours, at 3:00 am, an air-in-line alarm occurred, the bag was empty. A second nurse heard the alarm, observed the empty bag, and hung a new bag of the same size and concentration. At 4:45 the primary nurse became aware of the overinfusion, and stopped the morphine infusion. The volume remaining in the second bag when the primary nurse stopped the infusion was unk. There was no pt consequence. Pt was fully ventilated.